Event description:
It was reported that the patient had continued residual severe mitral regurgitation after having a mitral clip placed. The patient had hypertension (htn) and hypersensitivity lung disease (hld) and was admitted for volume overload and concerns of worsening right ventricular failure (rv). The patient underwent a right heart catheterization (rhc) on (B)(6) 2021 which revealed elevated filling pressures. The patient was transferred to the clinical teaching unit (ctu) on (B)(6) 2021 for renal replacement therapy, however, once the patient was started on continuous renal replacement therapy (crrt) his pressures dropped. The patient remained capped out on 4 drips for hemodynamic support. There were no options for escalation and the patient was not a candidate for additional mechanical support. Therefore, it was futile to escalate care with additional drips or intubation. The patient¿s family was aware of the poor prognosis, and the patient was do not resuscitate (dnr)/ do not intubate (dni). The patient passed away due to multi-system organ failure (msof) on (B)(6) 2021. The device was reported to have operated as expected.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. It was reported that the patient passed away on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13nov2012. The heartmate ii lvas instructions for use (IFU), rev. C, and the patient handbook, rev. C, are currently available. Section 1 of this IFU lists death, various forms of organ failure, right heart failure, renal dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 6 of the IFU, ¿patient care and management¿, also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. This section also stated that antihypertensive therapies must be documented. No further information was provided. The manufacturer is closing the file on this event.